Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix was partially deployed out of the box resulting in placement difficulty. The ra lead was attempted not used and swapped with a currently implanted lead. No patient complications have been reported as a result of this event.